Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the non active blade was cleaned and the tissue pad came off. A new device had to be opened to finish the case. There were no pt consequences.